Manufacturer narrative:
Additional information/device evaluation 09/29/2016. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms / cannot secure belt into monitor) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle on the monitor was damaged. The cause of the incoming test failure, gong alarms, and inability to secure the belt into the monitor is the damaged receptacle. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the damaged belt receptacle. Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Additional information 09/29/2016. Additionally, the patient reported that the device was producing gong alarms and that the belt receptacle on the monitor would not secure the electrode belt connector. A us distributor reported that a patient had developed an itchy red rash under electrode belt. The patient scratched the rash to the point of bleeding. The patient's physician advised the patient to use cortisone cream on the rash. There is no indication of a device malfunction. The patient's medical condition improved.

Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient had developed an itchy red rash under electrode belt. The patient scratched the rash to the point of bleeding. The patient's physician advised the patient to use cortisone cream on the rash. There is no indication of a device malfunction. The patient's medical condition improved.